Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance. The lead was capped and replaced and eventually the lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.